Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5032967) on (B)(6) 2014. The most recent information was received on 19-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain'), vaginal haemorrhage ('constant vaginal bleeding'), migraine ('migraines / chronic daily migraines'), fallopian tube perforation ('perforated fallopian tube'), device dislocation ('left essure coil found outside my tube in the soft muscle tissue between uterus and pelvic area'), systemic lupus erythematosus ('lupus'), malaria ('malaria'), bedridden ('bedridden since essure'), uterine neoplasm ('tumors on my uterus') and hepatic mass ('nodes on my liver') in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, sumatriptan (imitrex) and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), migraine (seriousness criterion medically significant), migraine with aura ("classical migraine"), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("pain"), malaria (seriousness criterion medically significant), bedridden (seriousness criterion medically significant), hepatic mass (seriousness criterion medically significant) and fatigue ("tired all the time") and was found to have uterine neoplasm (seriousness criterion medically significant), white blood cell count decreased ("white blood cell count was at a 10") and weight increased ("weigh less than 115 now 120lbs"). The patient was treated with surgery (heading to the hospital for 2nd surgery/hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, fallopian tube perforation, device dislocation, systemic lupus erythematosus, abdominal pain, malaria, bedridden, uterine neoplasm, hepatic mass, white blood cell count decreased, fatigue and weight increased outcome was unknown and the migraine with aura had not resolved. The reporter provided no causality assessment for migraine, pelvic pain and vaginal haemorrhage with essure. The reporter considered abdominal pain, bedridden, device dislocation, fallopian tube perforation, fatigue, hepatic mass, malaria, migraine with aura, systemic lupus erythematosus, uterine neoplasm, weight increased and white blood cell count decreased to be related to essure. The reporter commented: heading to the hospital for my 2nd essure surgery. This one a full hysterectomy (keeping my ovaries). This case is cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: migraine with aura. Further company follow-up with the consumer is not possible. Amendment: the report was amended for the following reason: information and references from deleted duplicate case (B)(4) (MFR number 2951250-2015-01768) was entered. Reporter¿s information was updated and new reporters were added. Essure insertion date was updated, and concomitant medications topamax, gabapetin, imitrex and cymbalta were added. Furthermore the events fallopian tube perforation, device dislocation, lupus, abdominal pain, malaria, bedridden, uterine neoplasm, liver nodule, white blood cell count decreased, fatigue and weight gain were added. No new follow-up information was received from the reporter. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain'), device dislocation ('left essure coil found outside my tube in the soft muscle tissue between uterus and pelvic area'), fallopian tube perforation ('perforated fallopian tube'), vaginal haemorrhage ('constant vaginal bleeding'), migraine ('migraines / chronic daily migraines'), systemic lupus erythematosus ('lupus'), malaria ('malaria'), bedridden ('bedridden since essure'), uterine neoplasm ('tumors on my uterus') and hepatic mass ('nodes on my liver') in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, sumatriptan (imitrex) and topiramate (topamax). In august 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), migraine (seriousness criterion medically significant), migraine with aura ("classical migraine"), systemic lupus erythematosus (seriousness criterion medically significant), malaria (seriousness criterion medically significant), bedridden (seriousness criterion medically significant), hepatic mass (seriousness criterion medically significant), fatigue ("tired all the time") and abdominal pain ("pain") and was found to have uterine neoplasm (seriousness criterion medically significant), white blood cell count decreased ("white blood cell count was at a 10") and weight increased ("weigh less than 115 now 120lbs"). The patient was treated with surgery (heading to the hospital for 2nd surgery/hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, vaginal haemorrhage, migraine, systemic lupus erythematosus, malaria, bedridden, uterine neoplasm, hepatic mass, white blood cell count decreased, fatigue, abdominal pain and weight increased outcome was unknown and the migraine with aura had not resolved. The reporter provided no causality assessment for migraine, pelvic pain and vaginal haemorrhage with essure. The reporter considered abdominal pain, bedridden, device dislocation, fallopian tube perforation, fatigue, hepatic mass, malaria, migraine with aura, systemic lupus erythematosus, uterine neoplasm, weight increased and white blood cell count decreased to be related to essure. The reporter commented: heading to the hospital for my 2nd essure surgery. This one a full hysterectomy (keeping my ovaries). This case is cross referenced with plaintiff case number : 2015-421479 concerning the injuries reported in this case, the following ones were reported via social media: migraine with aura. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032967) on 13-jan-2014. The most recent information was received on 19-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain"), vaginal haemorrhage ("constant vaginal bleeding") and migraine ("migraines") in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), migraine (seriousness criterion medically significant) and migraine with aura ("classical migraine"). The patient was treated with surgery (heading to the hospital for 2nd surgery/hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage and migraine outcome was unknown and the migraine with aura had not resolved. The reporter provided no causality assessment for migraine, pelvic pain and vaginal haemorrhage with essure. The reporter considered migraine with aura to be related to essure. The reporter commented: heading to the hospital for my 2nd essure surgery. This one a full hysterectomy (keeping my ovaries). This case is cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: migraine with aura. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Event added: classical migraine. Event outcome added for classical migraine. Other reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 13-jan-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke'), fallopian tube perforation ('perforated fallopian tube'), device dislocation ('left essure coil found outside my tube in the soft muscle tissue between uterus and pelvic area'), pelvic pain ('severe chronic pelvic pain/excruating side pain'), systemic lupus erythematosus ('lupus'), malaria ('malaria'), bedridden ('bedridden since essure'), uterine neoplasm ('tumors on my uterus') and hepatic mass ('nodes on my liver') in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, sumatriptan (imitrex) and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("constant vaginal bleeding"), migraine ("migraines / chronic daily migraines"), migraine with aura ("classical migraine"), systemic lupus erythematosus (seriousness criterion medically significant), malaria (seriousness criterion medically significant), bedridden (seriousness criterion medically significant), hepatic mass (seriousness criterion medically significant), fatigue ("tired all the time"), abdominal pain ("pain"), abdominal distension ("my biggest issue is my abdomen, it swelled up lie I was pregnant about 4 or 5 month"), alopecia ("loose 200 hairs a day") and menorrhagia ("I am more easily able to how heavy my flow is and how many clot") and was found to have uterine neoplasm (seriousness criterion medically significant), white blood cell count decreased ("white blood cell count was at a 10"), weight increased ("weigh less than 115 now 120lbs, I also gained lots of weight") and weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy and heading to the hospital for 2nd surgery/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, migraine, systemic lupus erythematosus, malaria, bedridden, uterine neoplasm, hepatic mass, white blood cell count decreased, fatigue, abdominal pain, weight increased, abdominal distension, weight decreased, alopecia and menorrhagia outcome was unknown and the migraine with aura had not resolved. The reporter provided no causality assessment for migraine, pelvic pain and vaginal haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, bedridden, device breakage, device dislocation, fallopian tube perforation, fatigue, hepatic mass, malaria, menorrhagia, migraine with aura, systemic lupus erythematosus, uterine neoplasm, weight decreased, weight increased and white blood cell count decreased to be related to essure. The reporter commented: heading to the hospital for my 2nd essure surgery. This one a full hysterectomy (keeping my ovaries). This case is cross referenced with plaintiff case number : (B)(4). Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event device breakage added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 13-jan-2014. The most recent information was received on 10-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain'), device dislocation ('left essure coil found outside my tube in the soft muscle tissue between uterus and pelvic area'), fallopian tube perforation ('perforated fallopian tube'), systemic lupus erythematosus ('lupus'), malaria ('malaria'), bedridden ('bedridden since essure'), uterine neoplasm ('tumors on my uterus') and hepatic mass ('nodes on my liver') in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, sumatriptan (imitrex) and topiramate (topamax). In (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("constant vaginal bleeding"), migraine ("migraines / chronic daily migraines"), migraine with aura ("classical migraine"), systemic lupus erythematosus (seriousness criterion medically significant), malaria (seriousness criterion medically significant), bedridden (seriousness criterion medically significant), hepatic mass (seriousness criterion medically significant), fatigue ("tired all the time"), abdominal pain ("pain") and abdominal distension ("my biggest issue is my abdomen, it swelled up lie I was pregnant about 4 or 5 month") and was found to have uterine neoplasm (seriousness criterion medically significant), white blood cell count decreased ("white blood cell count was at a 10") and weight increased ("weigh less than 115 now 120lbs, I also gained lots of weight "). The patient was treated with surgery (heading to the hospital for 2nd surgery/hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, vaginal haemorrhage, migraine, systemic lupus erythematosus, malaria, bedridden, uterine neoplasm, hepatic mass, white blood cell count decreased, fatigue, abdominal pain, weight increased and abdominal distension outcome was unknown and the migraine with aura had not resolved. The reporter provided no causality assessment for migraine, pelvic pain and vaginal haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, bedridden, device dislocation, fallopian tube perforation, fatigue, hepatic mass, malaria, migraine with aura, systemic lupus erythematosus, uterine neoplasm, weight increased and white blood cell count decreased to be related to essure. The reporter commented: heading to the hospital for my 2nd essure surgery. This one a full hysterectomy (keeping my ovaries). This case is cross referenced with plaintiff case number :(B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media content received, new reporter and event my biggest issue is my abdomen, it swelled up lie I was pregnant about 4 or 5 month added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 13-jan-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke'), fallopian tube perforation ('perforated fallopian tube'), device dislocation ('left essure coil found outside my tube in the soft muscle tissue between uterus and pelvic area'), pelvic pain ('severe chronic pelvic pain/"excruciating" side pain'), systemic lupus erythematosus ('lupus'), malaria ('malaria'), bedridden ('bedridden since essure'), uterine neoplasm ('tumors on my uterus') and hepatic mass ('nodes on my liver') in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, sumatriptan (imitrex) and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("constant vaginal bleeding"), migraine ("migraines / chronic daily migraines"), migraine with aura ("classical migraine"), systemic lupus erythematosus (seriousness criterion medically significant), malaria (seriousness criterion medically significant), bedridden (seriousness criterion medically significant), hepatic mass (seriousness criterion medically significant), fatigue ("tired all the time"), abdominal pain ("pain"), abdominal distension ("my biggest issue is my abdomen, it swelled up lie I was pregnant about 4 or 5 month"), alopecia ("loose 200 hairs a day"), menorrhagia ("I am more easily able to how heavy my flow is and how many clot") and inflammation ("inflammation") and was found to have uterine neoplasm (seriousness criterion medically significant), white blood cell count decreased ("white blood cell count was at a 10"), weight increased ("weigh less than 115 now 120lbs, I also gained lots of weight") and weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy and heading to the hospital for 2nd surgery/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, migraine, systemic lupus erythematosus, malaria, bedridden, uterine neoplasm, hepatic mass, white blood cell count decreased, fatigue, abdominal pain, weight increased, abdominal distension, weight decreased, alopecia, menorrhagia and inflammation outcome was unknown and the migraine with aura had not resolved. The reporter provided no causality assessment for migraine and vaginal haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, bedridden, device breakage, device dislocation, fallopian tube perforation, fatigue, hepatic mass, inflammation, malaria, menorrhagia, migraine with aura, pelvic pain, systemic lupus erythematosus, uterine neoplasm, weight decreased, weight increased and white blood cell count decreased to be related to essure. The reporter commented: heading to the hospital for my 2nd essure surgery. This one a full hysterectomy (keeping my ovaries). This case is cross referenced with plaintiff case number : (B)(4). Lot number: 627732 manufacturing date: 2008-01 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 10, 11 processed together. Social media content received : reporter added. Event added- inflammation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 13-jan-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke'), fallopian tube perforation ('perforated fallopian tube'), device dislocation ('left essure coil found outside my tube in the soft muscle tissue between uterus and pelvic area'), pelvic pain ('severe chronic pelvic pain/excruciating side pain'), systemic lupus erythematosus ('lupus'), malaria ('malaria'), bedridden ('bedridden since essure'), uterine neoplasm ('tumors on my uterus') and hepatic mass ('nodes on my liver') in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, sumatriptan (imitrex) and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("constant vaginal bleeding"), migraine ("migraines / chronic daily migraines"), migraine with aura ("classical migraine"), systemic lupus erythematosus (seriousness criterion medically significant), malaria (seriousness criterion medically significant), bedridden (seriousness criterion medically significant), hepatic mass (seriousness criterion medically significant), fatigue ("tired all the time"), abdominal pain ("pain"), abdominal distension ("my biggest issue is my abdomen, it swelled up like I was pregnant about 4 or 5 month"), alopecia ("loose 200 hairs a day") and menorrhagia ("I am more easily able to how heavy my flow is and how many clot") and was found to have uterine neoplasm (seriousness criterion medically significant), white blood cell count decreased ("white blood cell count was at a 10"), weight increased ("weigh less than 115 now 120lbs, I also gained lots of weight") and weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy and heading to the hospital for 2nd surgery/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, migraine, systemic lupus erythematosus, malaria, bedridden, uterine neoplasm, hepatic mass, white blood cell count decreased, fatigue, abdominal pain, weight increased, abdominal distension, weight decreased, alopecia and menorrhagia outcome was unknown and the migraine with aura had not resolved. The reporter provided no causality assessment for migraine, pelvic pain and vaginal haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, bedridden, device dislocation, fallopian tube perforation, fatigue, hepatic mass, malaria, menorrhagia, migraine with aura, systemic lupus erythematosus, uterine neoplasm, weight decreased, weight increased and white blood cell count decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: heading to the hospital for my 2nd essure surgery. This one a full hysterectomy (keeping my ovaries). This case is cross referenced with plaintiff case number : (B)(4). Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (B)(4) on (B)(6) 2014. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain"), vaginal haemorrhage ("constant vaginal bleeding") and migraine ("migraines") in a female patient who had essure (B)(4) inserted for birth control. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and migraine (seriousness criterion medically significant). The patient was treated with surgery (heading to the hospital for 2nd surgery/hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, vaginal haemorrhage and migraine outcome was unknown. The reporter provided no causality assessment for migraine, pelvic pain and vaginal haemorrhage with essure. The reporter commented: heading to the hospital for my 2nd essure surgery. This one a full hysterectomy (keeping my ovaries). (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received. Patient essure surgery( full hysterectomy) for pelvic pain added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.